Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a crack was observed a on the collar of a micro-volume extension set. The event occurred while the user was ¿disconnecting and reconnecting¿ to a patient¿s line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number1416980-2021-02424. All information can be found under manufacturer report number 1416980-2021-02424. Should additional relevant information become available, a supplemental report will be submitted.